Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm with a contained rupture. The rupture was in the proximal descending/transverse arch. The device was implanted at the left subclavian artery. It was reported that the patient presented emergently in the morning. In the afternoon the stent graft was implanted, and the aneurysm was successfully excluded. Later that evening the patient expired. The cause of death is unknown. No autopsy will be performed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); patient¿s condition affected effectiveness of device (pre-operative rupture); (insufficient information; cause is unknown); unapproved use of device (pre-implant rupture). Conclusions: known inherent risk of a procedure (death); device failure related to patient condition (pre-operative rupture); (insufficient information; cause is unknown); off ¿label, unapproved or contraindicated use (pre-implant rupture).